Event description:
It was reported that the ventilators touchscreen was damaged. Additional information about the event has been requested. There was no patient involvement. The customer was provided with part number of the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: upon a follow up response, the customer reported that the touchscreen was replaced to address the issue and the unit was returned to use. No further information provided although requested. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.